Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Breakage of device was observed. The shaft and the handle were snapped and separated from each other but the device still remained in one piece. The rod inside the shaft was bent. The breakage took place at the proximal end of the handle, and the distal end of the shaft. A mechanical evaluation on the hemopro bisector blade was performed. The switch was able to advance and retract with the blade with great difficulty due to the breakage. Heavy buildup of charred tissue was observed on the bisector blade. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode "break- handle breakage."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector shaft separated from the handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning upon use of bisector for branch division; the bisector shaft separated from the handle.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector shaft separated from the handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning upon use of bisector for branch division; the bisector shaft separated from the handle.